Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals on its primary sensing vector. Technical services (ts) was consulted and reviewed stored data as well as device programmed settings. Ts discussed troubleshooting options. At a later date, the device delivered additional shocks as inappropriate therapy, with the patient staying overnight at the hospital as a result. Further examination was performed, with therapy delivery programmed off. Based on available data, the device was changed to the secondary sensing vector with no noisy signals noted. Therapy remains off at this time per the patients physician. This device remains in service. No additional adverse patient effects were reported. At a later date, ts was consulted about enabling the smart pass feature for this device. The caller was unable to enable it, so ts discussed how the patients rhythm low r-wave amplitude made it so it the smart pass feature could not be enabled and enabled and how this feature affected therapy delivery and rhythm detection. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals on its primary sensing vector. Technical services (ts) was consulted and reviewed stored data as well as device programmed settings. Ts discussed troubleshooting options. At a later date, the device delivered additional shocks as inappropriate therapy, with the patient staying overnight at the hospital as a result. Further examination was performed, with therapy delivery programmed off. Based on available data, the device was changed to the secondary sensing vector with no noisy signals noted. Therapy remains off at this time per the patients physician. This device remains in service. No additional adverse patient effects were reported.